Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: as received, the ipg was non-functional. The unit was cut open for further analysis. The ipg had to be powered with an external power source as the battery was depleted. Once power was restored, the ipg passed all functional testing. The cause of the battery depletion is unk. No programmed parameters were available; therefore, no longevity calculations could be performed. The device history and sterilization records reviewed. An unspecified nonconformance was found. Unfortunately, it is not possible to determine whether the nonconformance is related to this event. This model number is not approved for use in the united states and was used as part of a clinical study. The clinical study was not sponsored or monitored by the manufacturer. All info provided is included in this report. Pt info is not generally available due to confidentiality concerns. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an unapproved dbs (deep brain stimulation) system, including an ipg, as part of a independent clinical study. The pt was diagnosed with and being treated for depression. It was reported the ipg was explanted and replaced due to battery depletion. The explanted ipg was returned to the manufacturer for analysis. The implant and explant dates for the explanted ipg were not available. Follow up found no further issues reported.